Manufacturer narrative:
(B)(4)

Event description:
It was reported that the during implant the lead exhibited capture issue, impedance issue and oversensing. The physician elected to reposition the lead after several attempts the helix would not extend. The lead was not used. The patient was well post procedure.